Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had bubble air detection during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported 'bubble air detection' was reproduced as a reload set error. A review of the event history log revealed multiple 'reload set!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the reload set issue was determined to be the out of specification upstream sensor, downstream sensor, and downstream tubing guide. The ultrasonic sensor and downstream tubing guide require replacement to address this issue, and the force sensor requires calibration. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.